Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained an injury when ¿climbing out¿ of a transport stretcher. The patient attempted to exit the stretcher at the foot-end due to both side rails being raised at the time. In attempt to exit, the patient sat on the stretcher¿s IV pole support bracket (protruding base) and sustained a ¿significant tear¿ in the rectum, requiring surgical repair. There was no allegation of a malfunction of the stretcher. No further information was available at the time of this report.